Event description:
Crusting (chin), erythema (inside lip), erosion (inside lip), bruising (chin). Report received from a physician in 2005 regarding a patient, age and initials unknown, medical/surgical history not provided, who on an unknown date, received injections of captique to an unknown location. Three or four days post treatment, the pt experienced bruising and crusting on the chin, and erythema and slight erosion on inside of lips. At the time of the report, the pt had not yet recovered. No further information was provided. Qa investigation results: review of the data did not indicate trends that could be associated to any product complaint.